Event description:
Pulse oximeter cable on baby's foot had exposed intact wires near end that connects to baby's foot. Covering came off wires to expose the wires. Cable no marked or reddened areas noted on affected foot, skin intact. No harm to pt.